Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic adhesions ('removal of adhesions'), pelvic inflammatory disease ('pelvic inflammatory issues / pelvic inflammatory disease'), tubo-ovarian abscess ('infection (other) describe: tubo-ovarian abcesses along with pelvic inflammatory issues') and abdominal infection ('abdominal washout due to infection') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "trans cervical sterilization utilizing & essure product , followed by endometrial ablation". The patient's medical history included cyst removal, hydroureter and dysmenorrhea. Current weight 179 lbs. Patient had done essure confirmation test: result: placed right. The physician told her that she had an infection and they had to cut her insides apart. Concurrent conditions included diabetes, hypertension, hyperlipidemia, abdominal pain, constipation, hydronephrosis, pelvic abscess drainage and obesity. Concomitant products included lorazepam since (B)(6) 2017, metformin since (B)(6) 2007, metoprolol since (B)(6) 2007 and piperacillin sodium;tazobactam sodium (zosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and the first episode of purulent discharge ("purulent drainage"). In (B)(6) 2008, the patient experienced abdominal pain lower ("lower stomach pain"). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), the second episode of purulent discharge ("infection (bladder/ urinary tract/vaginal) type: purulent drainage"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and menorrhagia ("heavy periods") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (lysis of adhesions on pelvis, laproscopic surgery). Essure treatment was not changed. At the time of the report, the pelvic adhesions, pelvic inflammatory disease, tubo-ovarian abscess, abdominal infection, abdominal pain lower, the last episode of purulent discharge, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal infection, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic adhesions, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, vaginal discharge, weight decreased, the first episode of purulent discharge and the second episode of purulent discharge to be related to essure. The reporter commented: discrepancy noted: implant date: 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2008: abdominal pain. Pelvic inflammatory disease. Tubo-ovarian abscesses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic adhesions ('removal of adhesions'), pelvic inflammatory disease ('pelvic inflammatory issues / pelvic inflammatory disease'), tubo-ovarian abscess ('infection (other) describe: tubo-ovarian abcesses along with pelvic inflammatory issues') and abdominal infection ('abdominal washout due to infection') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "trans cervical sterilization utilizing & essure product , followed by endometrial ablation". The patient's medical history included cyst removal, hydroureter and dysmenorrhea. Current weight 179 lbs. Patient had done essure confirmation test: result: placed right. The physician told her that she had an infection and they had to cut her insides apart. Concurrent conditions included diabetes, hypertension, hyperlipidemia, abdominal pain, constipation, hydronephrosis, pelvic abscess drainage and obesity. Concomitant products included lorazepam since may 2017, metformin since february 2007, metoprolol since february 2007 and piperacillin sodium;tazobactam sodium (zosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and the first episode of purulent discharge ("purulent drainage"). In december 2008, the patient experienced abdominal pain lower ("lower stomach pain"). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), the second episode of purulent discharge ("infection (bladder/ urinary tract/vaginal) type: purulent drainage"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and menorrhagia ("heavy periods") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (lysis of adhesions on pelvis, laparoscopic surgery). Essure treatment was not changed. At the time of the report, the pelvic adhesions, pelvic inflammatory disease, tubo-ovarian abscess, abdominal infection, abdominal pain lower, the last episode of purulent discharge, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal infection, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic adhesions, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, vaginal discharge, weight decreased, the first episode of purulent discharge and the second episode of purulent discharge to be related to essure. The reporter commented: discrepancy noted: implant date: 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2008: 1. Abdominal pain. 2. Pelvic inflammatory disease. 3. Tubo-ovarian abscesses. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: - reporter information was added. New event added menorrhagia, pelvic pain, purulent drainage. Concomitant drugs was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory issues / pelvic inflammatory disease'), tubo-ovarian abscess ('infection (other) describe: tubo-ovarian abcesses along with pelvic inflammatory issues'), abdominal infection ('abdominal washout due to infection') and pelvic adhesions ('removal of adhesions') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "trans cervical sterilization utilizing & essure product , followed by endometrial ablation". The patient's medical history included cyst removal and hydroureter. Current weight (B)(6). Patient had done essure confirmation test: result: placed right. The physician told her that she had an infection and they had to cut her insides apart. Concurrent conditions included diabetes, hypertension, hyperlipidemia, abdominal pain, constipation, hydronephrosis, pelvic abscess drainage and obesity. Concomitant products included piperacillin sodium; tazobactam sodium (zosyn). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("lower stomach pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), purulent discharge ("infection (bladder/ urinary tract/vaginal) type: purulent drainage"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (lysis of adhesions on pelvis, laproscopic surgery). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, abdominal infection, pelvic adhesions, abdominal pain lower, purulent discharge, migraine, dysmenorrhoea, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered abdominal infection, abdominal pain lower, dysmenorrhoea, fatigue, migraine, pelvic adhesions, pelvic inflammatory disease, purulent discharge, tubo-ovarian abscess, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted: implant date: 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on an unknown date: abdominal pain. Pelvic inflammatory disease. Tubo-ovarian abscesses. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic inflammatory disease, tubo-ovarian abscesses, vaginal discharge, constipation, purulent discharge. Concerning the injuries reported in this case, the following ones were reported via patients medical records: device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: case became incident. Previously reported event "injury " replaced with new events: pelvic inflammatory diseases, tubo-ovarian abscess, abdominal washout due to infection, lower stomach pain, purulent drainage, migraines / headaches, dysmenorrhea (cramping), removal of adhesions, vaginal discharge, fatigue, weight loss, endometrial ablation, device monitoring error. Event onset date, reporters information were updated. Patients demographics were added. Concomitant drug, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.